Event description:
The manufacturer representative reported, the obturator snapped in the middle of the device while pulling back after the hcp bent the tunneling tool in several directions to aid in tunneling.